Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, loose connection and leak was reported between the heater bag and the heater line of the cassette, which is known to cause this alarm. The cause of the loose connection and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a loose connection between the heater bag and the heater line of the cassette which resulted in a leak at the connection point, that led to this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.